Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication was not properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she takes injection, she is not absorbing the medication because her numbers are really high. Stated, she develops a large bubble underneath the skin and rash. Consumer wants to know the ingrediants/material used in pen needles stated, she is working closely with her doctor to determine what might be best for injection needs. Lot: 2123095. Catalog: 320555. Date of event: unknown. Samples: pending reponse from consumer.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication was not properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she takes injection, she is not absorbing the medication because her numbers are really high stated, she develops a large bubble underneath the skin and rash. Consumer wants to know the ingredients/material used in pen needles stated, she is working closely with her doctor to determine what might be best for injection needs. Lot: 2123095, catalog: 320555, date of event: unknown, samples: pending response from consumer.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.